Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital e1 - initial reporter phone: (B)(6). Device technical analysis: the device was returned for evaluation. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. It is possible to observed that the wire was exposed through the delivery sheath, the guidewire was kinked, moreover the spring tip was detached. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Risk review a risk review performed for the filterwire ez confirmed that the event of spring tip detached/separated is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific concludes the most probable root cause as cause traced to device design. A potential root cause is misalignment between the design and manufacturing specifications for the filterwire ez filter bag thickness, which causes sheathing and unsheathing resistance.

Event description:
Reportable based on device analysis completed on 16feb2026. It was reported that filterwire could not be deployed and was deformed. The more than 90% stenosed target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use in a carotid artery stenting. During the procedure, the filteriwre attempted to cross the challenging lesion but failed. Consequently, when attempted to deploy multiple times, it could not be deployed. The filterwire was withdrawn and it was noted that it was deformed. The filterwire was replaced and the procedure was completed. There were no patient complications as a result of this event. However, device analysis revealed spring tip detached.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that filterwire could not be deployed and was deformed. The more than 90% stenosed target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use in a carotid artery stenting. During the procedure, the filteriwre attempted to cross the challenging lesion but failed. Consequently, when attempted to deploy multiple times, it could not be deployed. The filterwire was withdrawn and it was noted that it was deformed. The filterwire was replaced and the procedure was completed. There were no patient complications as a result of this event. However, device analysis revealed spring tip detached.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Device technical analysis: the device was returned for evaluation. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. It is possible to observed that the wire was exposed through the delivery sheath, the guidewire was kinked, moreover the spring tip was unraveled and fractured. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.